Event description:
Clinicians reported alarms between the ventilator and monitoring were not functioning after biomed upgraded the ge solar software version 4e and 4f to ge solar version 5.3. Initial troubleshooting was unsuccessful.investigation revealed that the version 5.3 software cannot receive serial data from the octanet (which serves as the interface between the solar monitor and a ventilator). Resolution came after replacing the octanet with a unity ID and there have not been further reported issues. There is no obvious documented information in ge manual mentioning compatibility risk.